Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The housing of the ICD consists of titanium, not nickel. Therefore, it is not believed that the device contributed to the clinical event.

Event description:
Ous MDR - it was reported: "6 weeks after the ICD implant on (B)(6) 2012, cutaneous reaction in front of the ICD: aspect to the annular polycyclic lesions, coalescent with not infiltrated rash borders, with center of elastolytic aspect. In (B)(6), 2013, cutaneous reaction still present, board of elastolyse of the isolated mean dermis. Positive test patch for nickel; no dysautoimmunity".